Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 138 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was __ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported. (B)(4).

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.